Event description:
The customer reported that following a diagnostic catheterization procedure in 2002, a vasoseal es was deployed. The pt was discharged home the same day. The pt stated that the occlusive dressing remained in place until the following day. After removing the oclusive dressing, the pt washed the puncture site with soap and water and then redressed the site with a bandaid. The pt presented at the emergency room three days complaining of pain, swelling, and redness in the right groin area. The pt complained that pt was not feeling well and had a temperature of 100.9. The pt was injected with rocephin and was given augmentin orally. An ultrasound of the right femoral area was negative for pseudoaneurysm and the pt was discharged home. The pt returned on the following day with an elevated white blood count and rec'd 1250 mg of vancomycin intravenously. A urinalysis was performed and results were negative. Blood cultures were still pending. The puncture site was not cultured. The pt was diagnosed with cellulitis of the right groin area extending to the mid-thigh two days after this. The pt was admitted to the hospital for a peripherally inserted central catheter (PICC) line insertion and intravenous antibiotic therapy. A repeat ultrasound was performed on the day after admissions and results are still pending.